Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient information was not moving to and from the device. The technical support specialist (tss) reviewed the patients and identified that all patients were from 2023 to 2024 was not currently admitted in 2025, which was acceptable under the current device settings. Tss ran a device event report, verified no transaction for patients in past 90 days and profile would auto hide after 99 days of inactivity. Tss identified that the device was offline and recommended to change the admission activity days to 365 days and the user was able to locate the patient once the network was restored and confirmed that these changes would be visible on the station. Customer confirmed that the patients were crossing after changes made. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient information did not transfer. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient information did not transfer. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.